Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2017, patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient reported that he was admitted to the hospital on (B)(6) 2018 for 3 days due to an infection located underneath the stoma. A CT scan of the abdomen confirmed the infection. The patient was treated with an unknown IV antibiotic while hospitalized and was discharged on an unknown oral antibiotic for 11 days.